Event description:
On september 30, 1998 it was reported to oec medical systems, inc., that oec model 9400 series c-arm failed to work consistently during an endoscopic retrograde cholongiopancreatography procedure. Alternate equipment was in use, and the procedure could not be completed. No injury to the patient. Oec's field service engineer found a defective cable in the control panel. The field service engineer removed and replaced the cable; tested/inspected and returned the system to current specifications. Oec has determined that this was a normal service failure and was corrected by a routine service call. The hospital reported no adverse event, death, or serious injury. This report is filed because the hospital provided oec a user report of the incident.